Event description:
According to the available information the balloons were found deflated or burst. No adverse patient events were reported.

Manufacturer narrative:
According to the complaint description lot number is available but the sample is discarded. After receiving this complaint, we searched for other complaint and we found another complaint on the lot n° 9390339 ((B)(4)). We received supplier's investigation which conclude: "this issue was probably due to a raw material's balloon issue or valve issue, but without sample we cannot confirm these hypothesis. Checking the quality databases revealed one non-conformity potentially in relation to the described defect and a corrective and preventive action: nc (B)(4): "pb balloons (bulles + agglutinés)" opened in 16 january 2023. For this nc, the used of clumped balloons should be responsible of some weakness on the balloon. Monitoring CAPA-000152: "balloon issues on folysil and silicone prostatic catheters". The trending for deflation issue on folysil catheters is specifically monitored. A similar case study was performed based on same item number, ha6118 same defect: deflate over last four years: 6 similar cases were found.

Manufacturer narrative:
The lot number was reviewed and no other complaints were found for the lot number. Date of event is an estimated date.

Event description:
According to the available information the balloons were found deflated or burst. No adverse patient events were reported.